Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.144" x 0.084" in size was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument was broken. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. The instrument was inspected prior to use. The surgeon was dissecting when the issue occurred. The instrument did not collide with any other instruments or tools during the procedure.